Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03082, 0001825034-2020-03101. Concomitant medical product: unknown vanguard bearing. Unknown vanguard tibial tray. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to infection and locking bar backing out. The bar had come out through the skin of a patient with a long-standing infection. It was removed under local in the orthopedic run emergency department and at the time she really wasn't fit for any further surgery. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03999. D11- medical product: unknown vanguard femoral. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.